Event description:
It was reported that balloon deflation issues occurred. The patient presented for percutaneous coronary intervention. During the procedure, a 4.50 x 20 mm synergy megatron drug-eluting stent (des) was deployed in the vessel. Post-deployment, the ballon failed to deflate. The physician made multiple deflation attempts by pulling negative air out with the inflation device. The procedure was completed and there were no patient complications.